Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that board for the remote manager was burnt, harness and latch had some char marks. The affected components were replaced to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager started to smoke. Customer stated that after a field technician replaced the affected parts the remote manager's boards failed again. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information for the initial MFR 2016493-2023-01169 was provided in section a1 and h11. Correction: d1, d4, d5, and h4. Section e all required fields were accurately filled out with the correct information within the initial MFR 2016493-2023-01169. Upon investigation of the actual device used in this incident it was determined that the remote manager board was burnt, harness and latch had some char marks. The field service engineer replaced the affected components to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-sep-2021 to 01-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager started to smoke. Customer stated that after a field technician replaced the affected parts the remote manager's boards failed again. There were no adverse events or injuries reported based on this event.